Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent cartridge alarms (cartridge alarm 19) during the load sequence. The customer's blood glucose level was 344 mg/dl. The customer was able to load another cartridge and resume insulin delivery.